Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that they received an alert 113 (reduced water temperature control) three times on arctic sun device. Patient temperature was 33.9c. Targeted temperature was 36c. Water temperature was 25.9c. Flow rate was 2.7lpm. Pump hours were 4131. Heater command 100 percentage. Water level was 5. The device was plugged into the bed earlier and the device lost power. They plugged it into a wall outlet and powered it back on. When they powered it back on they got a low reservoir alert and added water without emptying pad first. Walked nurse through draining excess water from the circulation tank. Water temperature did not increase. Emptied pads. Water level remained at 5. Had nurse drained approximately another cup of water from the circulation tank. Water temperature decreased to 24.7c (temperature dropped when therapy was stopped and pads were emptying). Drained a little more water, but water temperature still not increasing over 27c. Suggested sending device to biomed to drain and refill reservoir and check heater.

Manufacturer narrative:
Upon further review, bd has determined that this MDR was reported in error as it was found to be a duplicate of an event previously reported. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that they received an alert 113 (reduced water temperature control) three times on arctic sun device. Patient temperature was 33.9c. Targeted temperature was 36c. Water temperature was 25.9c. Flow rate was 2.7lpm. Pump hours were 4131. Heater command 100 percentage. Water level was 5. The device was plugged into the bed earlier and the device lost power. They plugged it into a wall outlet and powered it back on. When they powered it back on they got a low reservoir alert and added water without emptying pad first. Walked nurse through draining excess water from the circulation tank. Water temperature did not increase. Emptied pads. Water level remained at 5. Had nurse drained approximately another cup of water from the circulation tank. Water temperature decreased to 24.7c (temperature dropped when therapy was stopped and pads were emptying). Drained a little more water, but water temperature still not increasing over 27c. Suggested sending device to biomed to drain and refill reservoir and check heater.